Event description:
Pump lasted less than 2 days, and should have lasted 2.5 days.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. It was reported that the pump infused in less than 48 hours instead of the expected 67.5 hours. No patient complications were reported. The device involved in this incident was discarded; therefore, our results and conclusion are based on the information that was provided to I-flow by the initial reporter. In addition, the lot number of the device was not known; therefore, we are unable to evaluate retain devices for possible failure analysis (i.e. Fast flow) or research the lot history for similar complaints. No other information has been received. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.